Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she just got her port today and her insulin pump refused to give her any insulin. Customer stated that the pump says that it will not give that amount. Customer was advised to follow up with her health care provider regarding her high blood glucose. Customer's blood glucose is currently 570 mg/dl. Customer checked her blood glucose and it was at 519 mg/dl. Customer was walked through giving herself a bolus. Customer stated that she will drink milk afterward because sometimes she gives herself too much insulin and it drops her out. Customer stated that her pancreas is damaged and she does not have a gallbladder.